Event description:
It was reported that a pump replacement was scheduled 3 weeks prior to the report date due to the pump being "problematic." During an attempt at replacement, the procedure was aborted due to the manufacturer representative not being there (patient was prepped, but the manufacturer representative thought the surgery was the following week). The patient currently thought he was "through the beginnings" of withdrawal. It was also stated that beeping was heard from the pump (description consistent with a critical alarm). The alarm and withdrawal started the night prior. The patient left a message for the healthcare provider (hcp), but had not heard back yet. The pump was noted to have been partially filled 2 weeks prior to surgery and the patient was concerned the drug may run out. It was also noted that on (B)(4) 2014, 2.6ml was the expected reservoir volume (erv) and the actual reservoir volume (arv) was 0ml (it was unclear if this was the date the pump was partially filled). It was also reported that the patient heard the same alarm a ¿few months¿ prior to the report and started to go through withdrawal. The patient went to the emergency room (ER) for the aforementioned issue and no intervention was performed; the patient¿s hcp was not notified. The alarm was confirmed through telemetry. The pump was checked at that time and found to be dry ((B)(4) 2014: 3.1ml was the expected reservoir volume (erv) and the actual reservoir volume (arv) was 0ml). A ¿leak test¿ was performed and no issue was found. It was noted the patient was also taking oxyir (10mg) and oxyer (30mg). The patient came in for a refill and the dosage was reset to 10.5mg/day. The patient also experienced nausea, flu-like symptoms, and tiredness. The alarm was attributed to a missed refill. The patient was stated to have recovered without permanent impairment. The pump was used to deliver morphine. It was unclear if the patient was scheduled for a replacement, as the hcp gave no indication of any planned interventions. The hcp stated the patient recovered without permanent impairment, which suggests no further action was needed. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).